Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that when the surgeon inserted the hole cover, it went through the cup. The surgeon decided to leave the hole cover in the patient because the cup had good fixation.